Event description:
Hospital - the gun did not penetrate the lesion during a breast biopsy. Staff report that the needle bounced off the lesion. The cause may be that the needle is not sharp enough or the mechanism is too weak. They have had this problem in the past with this device and believe that the needle may be too weak or not sharp enough. In this case, another device was used during the procedure and the biopsy was completed. There was no harm to the pt. What was the original intended procedure? Breast biopsy. Device usage problem: device malfunction - that is, the device did not do what is was supposed to do. Mfg - this is the first complaint from (B)(6) for this product.

Manufacturer narrative:
Two (2) retained devices were inspected and tested including dry-firing five (5) times to verify integrity of operation of the device and three (3) firings in potato to verify penetration and sample acquisition. Both retained devices performed as expected. Records were reviewed by distributor (B)(6) and MFR (us biopsy/(B)(4)) and no deviations were noted to dimensional or visual criteria, including point damage. This is the first complaint on this device from (B)(4).